Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter facility name: (B)(6) hospital. Literature source: yu-ting kuo, md, et al."lotus sign: the lumen-apposing metal stent that failed to bloom" endoscopy 2024;56:e327-e328. Doi 10.1055/a-2288-5076. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device required to complete the procedure. Imdrf impact code f2203 captures the used of imaging.

Event description:
Boston scientific became aware of events involving an axios stent and electrocautery-enhanced delivery system through the article, "lotus sign: the lumen-apposing metal stent that failed to bloom", by yu-ting kuo, m.d, et al. Per the article, a 54-year-old man with advanced pancreatic adenocarcinoma presented with vomiting due to malignant gastric outlet obstruction (mgoo) was implanted with a 20 mm hot axios stent during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. According to the article, the distal flange of the lams was deployed successfully, however, on deployment of the proximal portion, the most proximal end of the lams did not open, resulting in a lotus-shaped flange in the stomach. Please see the referenced article for full details. Note: it was reported that the axios stent was implanted during an eus-ge procedure to treat an advanced pancreatic adenocarcinoma due to malignant gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of malignant gastric outlet obstruction.